Event description:
It was reported that the pump battery would not charge and a power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.